Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was retuned, analyzed, and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and there was apparent explant damage. Visual analysis revealed that the interior svc defib cable was fractured (overstress) at 32.8cm; exposed coil continuity is complete.

Event description:
It was reported that the patient developed endocarditis. The device and the leads were explanted. No further patient complications have been reported as a result of this event.